Manufacturer narrative:
It was noted that the device is not available for evaluation. The following devices were also listed in this report: 40 +8 v40 metal head; cat # unk_jr; lot # unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding infection involving an unknown liner was reported. The event was not confirmed.

Event description:
It was reported that the patient's left hip was revised due to infection. A metal head and poly insert were revised to a ceramic head and poly liner. Rep confirmed that no further information will be released by the hospital or surgeon, and reported that the surgeon wants the explants returned so that he can have investigation results provided to him.